Manufacturer narrative:
At present time, there is no revision surgery scheduled. Should additional information be made available this report will be updated.

Event description:
It was reported that the pt underwent left total knee arthroplasty on (B)(6) 2008. It was also reported that post op. The pt experienced pain.